Event description:
It was reported that during haltmann's operation, there were no staples present in the device when fired. The procedure was completed by additional sutures. There were no adverse consequences to the pt.